Event description:
A user facility biomedical projects manager reported to a fresenius regional sales manager that a blood leak occurred with the combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue occurred five minutes after treatment initiation. The issue was identified when the staff visually observed blood coming from the blood pump segment. The 2008k2 did not trigger an alarm to indicate an issue. However there were no changes in the blood flow rate at the time of the reported event. There were no changes or a disruption in pressure that could have caused the issue and/or may have caused the machine to alarm. A split was identified in the blood pump segment toward the end of the section. There was no serious injury or required medical intervention as a result of the reported issue. He patient's estimated blood loss (ebl) is 300 ml. The patient was able to complete treatment after being restarted on a different machine with new supplies. It was confirmed that the complaint sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10 (concomitant products)

Event description:
A user facility biomedical projects manager reported to a fresenius regional sales manager that a blood leak occurred with the combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue occurred five minutes after treatment initiation. The issue was identified when the staff visually observed blood coming from the blood pump segment. The 2008k2 did not trigger an alarm to indicate an issue. However there were no changes in the blood flow rate at the time of the reported event. There were no changes or a disruption in pressure that could have caused the issue and/or may have caused the machine to alarm. A split was identified in the blood pump segment toward the end of the section. There was no serious injury or required medical intervention as a result of the reported issue. He patient's estimated blood loss (ebl) is 300 ml. The patient was able to complete treatment after being restarted on a different machine with new supplies. It was confirmed that the complaint sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h2 (it should be indicated that followup #1 contains additional information) plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical projects manager reported to a fresenius regional sales manager that a blood leak occurred with the combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue occurred at treatment initiation. The tubing of the bloodlines split. The patient's blood was not returned. The patient's estimated blood loss (ebl) was not provided. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received. It was not reported that the patient experienced a serious injury or required medical intervention as a result of the reported issue.